Event description:
Other health care professional reported that omission of the outer packaging for the tubes, the infusion tube was kinked which led to a flow stop during the cataract [with intraocular lens (iol) implant] surgery. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. A kink in the infusion tube was reported to lead to a flow stop. An unused gravity fluidic management system (fms) in a tray was visually inspected. A slight kink was found in the irrigation tubing near the irrigation luer. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with a handpiece and a 0.9mm abs (aspiration bypass system) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Although the sample had a slight kink, fluid flowed properly and functioned within specification. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. While the customer¿s complaint of a kink in the tubing was confirmed, testing of the sample showed that the bend was cosmetic and did not affect the performance of the product. The cause of the bend is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. Procedural enhancements will be implemented for better handling of tubing and will help mitigate and reduce recurrence of the reported issue. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.